Event description:
The customer reported that insulin squirted out and the device alarmed while attempting to prime. The caller mentioned that the insulin pump was stuck during rewind. Advised the customer that the insulin pump would be replaced. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was unable to prime during the prime test as a result of a loose drive support disk. However, the device passed the displacement test and rewinds properly. The insulin pump had cracked reservoir tube lip and scratched display window.